Event description:
A malfunction alarm was reported due to a motor movement error in the device, identified by malf 9 error code. There was no adverse impact on the customer's blood glucose level. The customer did not have a charging cable to reset the pump and was instructed to call back later for further resolution. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.